Manufacturer narrative:
(B)(4).

Event description:
It was reported the screen was blank. Followup information received indicates the programmer was powered on and off a couple of times waiting one minute in between, but no change. The programmer was returned for repair. No patient involvement or complications were reported.

Manufacturer narrative:
Product event summary: the programmer was returned and analysis did not confirm the customer comment that the screen was blank. Anlysis did note that the programmer had a long boot sequence. The software was reloaded. No other anomalies were found. (B)(4).

Event description:
It was reported the screen was blank. Followup information received indicates the programmer was powered on and off a couple of times waiting one minute in between, but no change. The programmer was returned for repair. No patient involvement or complications were reported.

Event description:
It was reported the screen was blank. Followup information received indicates the programmer was powered on and off a couple of times waiting one minute in between, but no change. The programmer was returned for repair. No patient involvement or complications were reported.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: product ID 2067 rh head. (B)(4).